Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml baclofen at flex dose of 249.07 mcg/day and a basal rate of 11.19 mcg/hr via an implantable pump for intractable spasticity. It was reported that during a refill on (B)(6) 2017, 15 cc of drug was aspirated from the pump when only 3-5 were expected. The patient was also experiencing a return of spasticity. The patient had a dye study on (B)(6) 2017. It was unknown when the return of spasticity began. The drug volume discrepancy occurred on (B)(6) 2017. It was stated that the patient was referred to the implanting surgeon for a possible revision surgery. The hcp was unable to aspirate the catheter during an attempted dye study. The dye was not pushed. The issue had not yet been resolved. The patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jul-10. The patient¿s last known weight was (B)(6) lbs on (B)(4) 2017.